Event description:
It was reported that the left ventricular lead had an insulation defect at the end of the strain relief sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation breached environmental stress cracking. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. All insulations were torn, and the outer insulation was breached cut. The lead was stretched.